Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was determined that the soft anchor sheath of the suture assembly of the self-punching knotless 2.6 fibertak® anchor with #5suture, ve5 had broken and not returned. The sutures were observed to be frayed. One of the fork tips of the distal end of the shaft was bent. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the implant slipped out of the prepared channel. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.